Event description:
Additional information received reported that the surger was moved from (B)(6) 2014 to (B)(6) 2014 because, the patient "didn't stop taking her plavix".

Event description:
It was reported that a patient had communication/telemetry issues, specifically that they could not interrogate to charge. It was stated that the patient was able to charge in the ¿last few days¿ but that telemetry was very poor and that the battery was too deep. It was stated that the patient was having work up for surgical relocation of her implantable neurostimulator (ins) for (B)(6). It was stated that the antenna locator function could only get ¿38-40¿. It was stated that the product issue was resolved but that the cause of the issue had not been determined. It was reported that the patient was alive with no injury and that there had not been any patient symptoms or complications associated with the event. It was stated that the patient had ¿just no stim¿. Additional information received reported that the patient was obese and it was stated that the caller believed that placement and distance were the main factor for the patient¿s coupling problems. It was stated that the patient had been scheduled to meet with her healthcare professional today but she had the flu was ¿going to be seen soon¿ to discuss ins placement. Information pertaining to pe (B)(6), was omitted from this report. Additional information received reported that the patient was scheduled to meet (B)(6) with her hcp. It was reported that the patient had missed her previous appointment due to pneumonia. It was stated that at the meeting they planned to try charging the system. Additional information received reported that the (B)(6) meeting had been cancelled. It was stated that the patient was tentatively on the surgery schedule for (B)(6) 2013 for pocket revision. It was stated that information would be updated as it was received. Additional information received reported that the patient¿s ins might be flipped. It was stated that the patient has only achieved 2-4 coupling boxes since implant and that as of 3 weeks ago the device has ¿shifted itself at an angle¿. It was reported that the patient was unable to ¿connect with their hardware¿ and the manufacturer¿s representative was not able to connect with her 8840 (clinician programmer). It was noted that the device was ¿deep¿. It was noted that the patient stated she last had stimulation 3 week ago. It was reported that the antenna locate feature only showed up to 34. It was reported that the ins was located in the ¿right flank¿. It was noted that revision was being considered in the next couple days. Additional information received reported that when interrogation with the 8840 was attempted, the rep ¿got nothing¿ on the screen and nothing happened. It was stated that the patient weighs 350-400 pounds and was bound to a wheelchair. It was reported that the implant was on the side and that the hcp planned to ¿move it to the front and add a couple extensions¿. It was noted that photos of the implant site were included. Additional information received reported that the patient was scheduled for revision on (B)(6) 2013). It was reported that recharge statistics had been gathered to estimate if the device was close to overdischarge. It was reported that the patient had last charged on (B)(6) for multiple hours with zero coupling. It was stated that voltage was at 3.565 at that time. It was stated that the patient¿s device had been discharged on that day and was likely discharged a few days prior. It was stated that the device had an estimated od of 50 days.

Manufacturer narrative:
.

Event description:
Additional information received reported the patient was charging correctly but had yet to turn the device on. It was noted her por was cleared and the manufacturer representative told the patient to charge fully before turning stimulation back on. It was reported he also hold her to call if anything was amiss with her stimulation and as of the time of report there had been no contact.

Event description:
Additional information received reported that the patient called in sick on her original surgery date and was now scheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient cancelled her last or date and was now scheduled for (B)(6) 2014. Additional information received reported that the patient cancelled the surgery scheduled for (B)(6) 2014 due to being ill. It was stated that it was rescheduled for (B)(6) 2014. It was noted that the manufacturer's representative was "very concerned" about the patient"s implantable pulse generator (ipg) being overdischarged "with as long as this has been going on".

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed on 02/06/2014 that the patient had her pocket revision done today. The battery was disconnected from the lead and 40cm extensions were attached to the lead. An impedance check was done which showed no abnormalities. An attempt to connect the battery with a recharger on the back table was done with no success. The battery was overdischarged. The pocket for the battery was moved from right back to right abdomen to make it easier for the patient since she was wheelchair bound. The patient was going to stay the night in the hospital and a trickle charge was going to be done tomorrow morning before she was discharged, a company representative was going to see her for it. It was explained to the patient that she needed to exercise her battery and that her battery life has been depleted. The patient understood that and was very excited to be able to use her stimulation again.